Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation shows that one of three prongs is indeed broken off. We acknowledge that this is a rather delicate design but we suppose that simply too much mechanical force was applied and caused the breakage. The file history records were reviewed and showed conformity with the material- and manufacturing specifications. No product fault could be detected. Placeholder.

Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported. The tip of holder for set for bone graft harvesting during a left hip core decompression surgery broke. The broken tip is not available for evaluation. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Medical record ID: (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.